Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air leak with the device. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device sample was received in used condition in a plastic bag. Four photos were also included for evaluation. Per visual inspection, it was not possible to detect any issue which could cause the reported leaking. A leak test was performed and confirmed there was a leak in the connector part. Corrective actions are currently in process including root cause analysis. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.